Event description:
According to the distributor's report: a physician" assistant applied the adhesive to close a near-eye laceration. During application, the adhesive contacted the pt's eye and sealed it shut. The pt was referred to an eye-care center. The eye was opened by cutting the eye lashes. The pt is reported as fine.